Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure. Additionally, one screw in the rear panel was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e117 error code with the visera 4k uhd camera control unit. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the motherboard failure led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred on (B)(6) 2022. The issue was found before the procedure, there was a one hour delay as a result and the patient was under full sedation at the time and the procedure was completed with a similar device. There were no additional details regarding the patient or event reported.